Event description:
It was reported that on (B)(6) 2013 the patient presented in clinic for follow-up. The pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2013.